Manufacturer narrative:
Device received with blank display due to missing battery spring. Unable to perform displacement test due to missing spring. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stored for an extended period and now was not turning on. Customer stated the battery cap and compartment was not damaged. Customer stated the battery was changed but the insulin pump did not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.